Manufacturer narrative:
Other, other text: h10: device evaluation: one cadd solis pump was returned for investigation in used condition. No physical damage was found on the device. A review of the event history log evidenced the following: (B)(6) 2020 12:06:28 pm system fault 41,622 occurred 1 0 0 3. While running a motor test, the motor stopped halfway and alarmed with the reported error code 41622. The pump had dirt/contamination around the gears and optic sensor. This contamination was attributed to the user. A user issue was therefore established as the root cause.

Event description:
It was reported that a smiths cadd solis pump had system failure. No adverse patient effects were reported.